Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. DHR reviewed was performed on batch# 2201256.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port when inserting it for anesthetic induction. The following information was provided by the initial reporter: "20g cannula inserted for induction of anaesthesia was noted to be leaking through the injection port. When IV fluids were stopped, blood began to backflow through the injection port. Cannula removed, discarded and replaced."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port when inserting it for anesthetic induction. The following information was provided by the initial reporter: "20g cannula inserted for induction of anaesthesia was noted to be leaking through the injection port. When IV fluids were stopped, blood began to backflow through the injection port. Cannula removed, discarded and replaced".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.